Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and had battery depletion was normal. (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed), the outer insulation had cosmetic environmental stress cracking, and the outer insulation had a cosmetic depression.

Event description:
It was reported that the defibrillator had triggered the elective replacement indicator in under four years. It was also reported that the left ventricular lead had high thresholds and appeared on fluoroscopy to be pulled back significantly. The device and left ventricular lead were both explanted and replaced. No patient complications have been reported as a result of this event.